Event description:
The field reported at device change-out, externalized conductors were observed via fluoroscopy. Noise was observed during dft testing. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.